Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported she was in a lot of pain, she was unable to use the restroom, and she was unable to receive needed care because she could not turn off her implant. There were no further complications that have been reported as a result of this event.